Manufacturer narrative:
The reported event is unconfirmed. No root cause can be determined as the device was meeting specifications. The device and case data were evaluated and the reported issue was unconfirmed as the device was meeting specifications per attached email. No repairs are needed. The device underwent an evaluation and passed all applicable testing. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review and labeling/packaging review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the body temperature did not increase during rewarming on arctic sun device. The arctic sun device was switched to the second one and returned to imi for investigation on may 27.per follow up via ibc on 04jun2021, the patient completed therapy on another one. The device was under investigation and they requested the data analysis to tim and waiting for the result.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the body temperature did not increase during rewarming on arctic sun device. The arctic sun device was switched to the second one and returned to imi for investigation on (B)(6). Per follow up via ibc on 04jun2021, the patient completed therapy on another one. The device was under investigation and they requested the data analysis to tim and waiting for the result.